Manufacturer narrative:
The following additional information received per the patient profile from (ppf) indicates that the patient underwent two attempts to remove the filter. The first attempt occurred eleven years and ten months post implantation. The second attempt occurred two months and fifteen days after that. There is currently no information on which of these attempts the filter was partially/successfully removed from the patient. The patient also reports to have undergone two attempts to remove the fractured struts. The first attempt occurred eleven months post the second filter removal attempt and the second occurred a year and five months after that. The patient also reports to be suffering from chronic blood clots, stress, shortness of breath, infection in the neck, leg and back pain and swelling. According to the medical records, twelve years and fifteen days post implantation, the patient had two non-cordis stents implanted spanning from the inferior vena cava (ivc) junction to the caudal external iliac vein above the inguinal ligament. The incision for this procedure was made in the right internal jugular on the neck. On the same day as this procedure, it was stated in the records, that the trapease filter was noted to be in normal position without significant tilt. Although the filter was also noted to be fractured, there was good flow observed and no attempt was made to remove it. Per the medical records, the indications for the index procedure was worsening left lower extremity deep vein thrombosis (dvt) while on anticoagulation, six das status post-delivery. The incision for the index procedure was made on the right common femoral vein and the filter was deployed in the infrarenal ivc. The patient tolerated the index procedure well. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. As reported, the patient underwent placement of an trapease inferior vena cava (ivc) filter. Per the medical records, the indications for the index procedure was worsening left lower extremity deep vein thrombosis (dvt) while on anticoagulation, six das status post-delivery. The incision for the index procedure was made on the right common femoral vein and the filter was deployed in the infrarenal ivc. The patient tolerated the index procedure well. However, the filter reportedly malfunctioned and caused injury to the patient including, fractures and failed retrieval attempt, partially-successful retrieval of filter and numerous shattered pieces of the filter, except for three pieces that subsequently went to the patient¿s lung and have not been retrieved despite one attempt. As a direct and proximate result of these malfunctions, the patient reportedly suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has reportedly suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damage. Per the patient profile from (ppf), the patient underwent two attempts to remove the filter. The first attempt occurred eleven years and ten months post implantation. The second attempt occurred two months and fifteen days after that. There is currently no information on which of these attempts the filter was partially/successfully removed from the patient. The patient also reports to have undergone two attempts to remove the fractured struts. The first attempt occurred eleven months post the second filter removal attempt and the second occurred a year and five months after that. The patient also reports to be suffering from chronic blood clots, stress, shortness of breath, infection in the neck, leg and back pain and swelling. According to the medical records, twelve years and fifteen days post implantation, the patient had two non-cordis stents implanted spanning from the inferior vena cava (ivc) junction to the caudal external iliac vein above the inguinal ligament. The incision for this procedure was made in the right internal jugular on the neck. On the same day as this procedure, it was stated in the records, that the trapease filter was noted to be in normal position without significant tilt. Although the filter was also noted to be fractured, there was good flow observed and no attempt was made to remove it. The product was not returned for analysis as it filter remains implanted and the sterile lot number has not been provided; therefore, neither a device analysis nor a device history record (DHR) review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. The trapease filter is not indicated for retrieval. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Anxiety, shortness of breath, pain, swelling do not represent device malfunctions and may be related to underlying patient related issues. Blood clots and thrombosis within the filter do not represent a device malfunction. Clinical factors that may have influenced the event include patient comorbidities, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Manufacturer narrative:
As reported, the patient had placement of a trapease inferior vena cava (ivc) filter. Per the medical records, the indications for the index procedure was worsening left lower extremity deep vein thrombosis (dvt) while on anticoagulation, six days status post-delivery. The filter was deployed in the infrarenal ivc. The patient tolerated the index procedure well. The filter malfunctioned and caused injury to the patient including, fractures and failed retrieval attempt, partially-successful retrieval of filter and numerous shattered pieces of the filter, migration of three pieces that went to the patient¿s lung and have not been retrieved. Per the patient profile from (ppf), the patient reports two attempts to remove the filter. The first attempt occurred eleven years and ten months post implantation. The second attempt occurred two months and fifteen days after that. There is currently no information on which of these attempts the filter was partially/successfully removed from the patient. The patient also reports two attempts to remove the fractured struts. The first attempt occurred eleven months post the second filter removal attempt and the second occurred a year and five months after that. The patient further reports migration, iliac vein thrombosis, filter fracture, chronic blood clots, stress, shortness of breath, infection in the neck, leg and back pain and swelling. According to the medical records, twelve years and fifteen days post implantation, the patient had two non-cordis stents implanted spanning from the inferior vena cava (ivc) junction to the caudal external iliac vein above the inguinal ligament. The incision for this procedure was made in the right internal jugular on the neck. On the same day as this procedure, it was stated in the records, that the trapease filter was noted to be in normal position without significant tilt. Although the filter was also noted to be fractured, there was good flow observed and no attempt was made to remove it. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Blood clots, thrombosis and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety, shortness of breath, swelling and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Please note that device reported is atrapease vena cava filter and for which the catalog and lot numbers are not currently available.  If obtained, a follow up report will be submitted within 30 days upon receipt.  As reported in the legal brief, a patient underwent placement of an trapease vena cava filter but the filter reportedly malfunctioned and caused injury to the patient including, fractures and failed retrieval attempt, partially-successful retrieval of filter and numerous shattered pieces of the filter, except for three pieces that subsequently went to the patient¿s lung and have not been retrieved despite one attempt. As a direct and proximate result of these malfunctions, the patient reportedly suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has reportedly suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damage. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed.  Without procedural films for review, the reported filter fracture/separated and migration could not be confirmed and the exact cause could not be determined. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. The retrieval difficultly could not be confirmed. Without procedural films for review, the reported retrieval difficulty could not be confirmed. However, the cordis trapease® permanent vena cava filter is designed as a permanent vena cava filter. Six straight struts that contain a proximal and distal hooks are designed for fixation of the trapease filter to the vessel wall. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, (B)(6), the patient underwent placement of an trapease vena cava filter but the filter reportedly malfunctioned and caused injury to the patient including, fractures and failed retrieval attempt, partially-successful retrieval of filter and numerous shattered pieces of the filter, except for three pieces that subsequently went to the patient¿s lung and have not been retrieved despite one attempt. As a direct and proximate result of these malfunctions, the patient reportedly suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has reportedly suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damage.